Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery when the footprint package was opened, it was found a fiber line inside the package. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed a small fiber within the device packaging. A visual inspection revealed that the device sterile packaging had already been opened. The device did not appear to have been used. Within the packaging, there was a small black fiber. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that packages must be free of particulates, including debris, hair, etc. The complaint was confirmed, but a clear root cause could not be established. Factors that may have contributed to the event include opening of the sterile packaging prior to inspection, unintended exposure to the environment, or packaging failures in transportation.